Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to login to the device, tried to log in but unable to perform any actions. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to login to the device. A technical support specialist (tss) reported that the customer attempted to log in but was unable to perform any actions. The customer observed the error message: "connect searching for wireless display and audio device." And indicated that the issue was affecting multiple users but was limited to a single device. The customer resolved the issue by rebooting the device and provided permission to close the case. The system functioned as intended after the customer resolved the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to login to the device, tried to log in but unable to perform any actions. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.